Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. It was reported that the golden ring on the cap had come off and the reservoir ring was loose. The reservoir locks in but last night the reservoir came out causing him to go slightly high. He gave a correction and came down. Latest blood glucose was 6.2mmol/ l. Customer asked if he could glue the ring back on since he was reluctant to go back to injections. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, prime or seating test, basic occlusion test, force sensor test. Device received without original battery cap, unable to confirm damaged or cracked battery cap. Device also received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, overlay scratched, broken reservoir tube lip, keypad overlay texture damage, broken belt clip rails, faded end cap address label, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.